Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found initial findings were confirmed. The instrument failed the continuity test. The instrument was disassembled and upon doing so, the conductor wire was found to be broken inside the main tube at the proximal end of the instrument. The wire was fully broken but part of the insulation was still intact. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. The complaint was confirmed by failure analysis. The probable root cause is attributed to manufacturing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was not working. The procedure was outcome was unknown.